Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the black box showed multiple call service 087 alarms. The call service 069 failure was written to the black box as a call service 087 failure. The call service 069 failure was defined as a language file corruption while retrieving the language text. The pump was exercised for 24 hours and no call service alarms were received.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.